Event description:
According to the reporter, the unit had 8 inch plastic on the outside of the seam, they are afraid to remove it. Re-intubation was required.

Manufacturer narrative:
Additional information: b1, b2, b5, g4, h1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one photo of the device was evaluated and the reported issue was confirmed. The exact cause of the event cannot be determined from the shared pictures. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure of the observed condition to the component failure. The device history record (DHR) review shows the product was released to specification. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had 8 inch plastic on the outside of the seam, they are afraid to remove it. There was no patient harm associated with this event.